Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3999, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that there were high impedance values >20,000 ohms and >40,000 ohms. It was initially reported that the elective replacement indicator (eri) was showing, but it was later determined that no eri was shown and the wrong notes were received. It was also noted that the patient gradually increased the rate and amplitude to get stimulation coverage over the last eight months. The patient had an x-ray and lead issues showed, possibly explaining the elevated impedances. There were no reported patient falls. Impedance testing at 1.5 v and 3v indicated contacts 2, 4, 5, and 6 were greater than 20,000 ohms and contact 6 showed >40,000 ohms. The affected contacts were not used in both of the patient¿s programming groups. It was later reported that the patient had an appointment for programming. The patient felt pain at a very low voltage while different programs were tried. The patient was receiving good pain coverage in her right foot with the current program. Based on x-ray and history, it was determined that the patient had adequate coverage until eri in (B)(6) 2015. If additional information is received, a follow up report will be sent.